Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a hole in the forceps channel, plus residual fluid or foreign matter is coming out of the forceps channel. Stickiness (foreign material) was also observed on the control panel, eyepiece section and up/down angulation lever plate. The insertion section tube coating was also peeling (over one square millimeter peeled). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.